Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for follow-up in-clinic. Upon interrogation, the patients pacemaker was in backup- vvi mode. The device was successfully restored back to programmed settings. The patient was asymptomatic and in stable condition.